Manufacturer narrative:
Unknown taper. Medwatch sent to FDA on 09/02/2016. The reporter of the event was asked to return the product for analysis, and to indicate product serial number, implant date and patient information. To date, neither the device nor any further device information has been received by apollo. Without device or device serial, the taper type is unknown. If returned, visual examination may determine the connector type associated with this event. Device labeling addresses possible outcome of band leakage as follows: adverse events: it is important to discuss all possible complications and adverse events with your patient. Complications which may result from the use of this product include the risks associated with the medications and methods utilized in the surgical procedure, the risks associated with any surgical procedure and the patient's degree of intolerance to any foreign object implanted in the body. Unplanned deflation of the band may occur due to leakage from the band, the port or the connecting tubing. Patients should be advised that the lap-band ap system is a long-term implant. Explant (removal) and replacement surgery may be indicated at any time. Medical management of adverse reactions may include explantation. Revision surgery for explantation and replacement may also be indicated to achieve patient satisfaction.

Event description:
Reported as: a patient with the lap-band system was reported to be "2.5 years out with a history of little to no resistance and weight loss of only 30lbs over that time period. Patient loses all resistance within 24 hours of a fill. Meth blue test shows a leak in the band." The patient's lap-band system was explanted.

Manufacturer narrative:
Taper ii: device evaluation summary: the device was returned for analysis, and visual examination confirmed the connector type as taper ii. Visual inspection noted red particles on the outer surface of the band tubing. Yellow discoloration was observed on the outer surface of the port tubing. A port leak test was performed and leakage was observed. An air leak test was performed on the band and leakage was observed. Microscopic analysis noted four striated openings in the band shell. Analysis of the device noted puncture damage of the port taper and port tubing. The special pattern of the damage appears to be from needle punctures. Non-penetrating nicks were observed on the outer surface of the port housing. Analysis noted striated openings in the buckle, collar, and band tubing consistent with the surgical removal of the device. Device labeling addresses the event as follows: precautions: when adjusting band volume, use of an inappropriate needle may cause access port leakage and require re-operation to replace the port. Use only lap-band ap system access port needles. Do not use standard hypodermic needles, as these may cause leaks. When adjusting band volume after the septum is punctured, do not tilt or rock the needle, as this may cause fluid leakage or damage to the septum. Warning: patient self-adjustment of superficially placed access ports has been reported. This can result in inappropriate band tightness, infection and other complications.

Manufacturer narrative:
Taper ii supplement #2 sent to the FDA on 12/13/2016. Additional information: age/date of birth, weight, date of event, relevant tests/lab data, other relevant history, brand name, model #/lot #, implant date, device manufacture date.